Event description:
During code patient needed to be defibrillated was in v fib. The bi phasio defibrillator would only charge to 10 j x2 with hands free device. Patient was shocked with 10 j and then defib was charged to 360j and the patient was shocked again. Patient was shocked again . Patient was converted to sr then went back to v fib the emd. .15 minutes later malfunction did not influence outcome. Patient was in electrical storm.